Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-17391 and 1627487-2013-17392. It was reported the patient is not receiving effective stimulation due to her scs leads migrating. Subsequently, surgical intervention will be taken at a later date to address the issue.